Event description:
It was reported that the user¿s caregiver reduced meal announcements from regular-sized to smaller entries and then discontinued announcements to avoid low glucose events, after which they were instructed that not announcing regular meals would prevent the system from learning appropriate insulin dosing. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and no device alarms. Investigation included user communication and troubleshooting with education on correct meal announcement practices. Investigation of this case revealed use error related to meal entry behavior that limited the algorithm¿s ability to adapt insulin delivery; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.

Manufacturer narrative:
Initial.